Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issue of it being unable to maintain peep (positive end expiratory pressure) was confirmed. Ventec found some evidence that the device may have been dropped, however, it could not conclusively be determined if a drop caused the reported issue. Ventec replaced the internal flow transducer (ift), external flow module (efm), exhalation control module (ecm) and the blower to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift, efm, ecm and blower. Further component level cause could not be conclusively determined.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the device was unable to maintain peep (positive end expiratory pressure). There were no reports of patient use associated with the reported issue.